Event description:
It was reported the patient had a full replacement due to high impedance. Images of the explanted lead were provided in which it was noted the lead was disconnected from the pin that was still in the generator header. The lead also had a portion of it twisted/jumbled together. Explanted device have not been received for analysis to date.

Event description:
The explanted devices are not able to be returned because the hospital disposed of them.

Event description:
A review of device history records for the lead shows that no unresolved non-conformances were found. The lead passed all quality control measures prior to distribution. No additional relevant information has been received to date.

Event description:
It was reported that the patient's device showed high lead impedance. The patient has been referred to the implanting neurosurgeon. No known surgical intervention has occurred to date. No additional relevant information has been received to date.